Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6006516 have already been previously tested in the (B)(4) on 04-mar- 2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6006516 was manufactured according to the wi version 17 packaging in the multivac 14, on 08/apr/2024, with a total of (B)(4) units. Cannula part: the lot 4c04698 was manufactured according to the wi version 15 machine lc05, on 03/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 24-mar-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006516 and two complaints has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced kinked cannula events on (B)(6) 2025. The issue occurred with three similar types of infusion sets and site was patient's abdomen and thigh. The symptoms occurred within three hours of insertion. The patient replaced the infusion set and insulin was resumed successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.